Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor screen was freezing intermittently. No pt harm was reported.

Manufacturer narrative:
.